Manufacturer narrative:
The complete lead was returned for analysis with the reported events of no capture or sensing. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into the test ICD device, but failed insertion test into the test is-4 connector sleeve. Dimension analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field events.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the left ventricular - lv lead, the lv lead exhibited failure to capture and failure to sense. The lv lead was not used and was replaced. The patient was in stable condition throughout the procedure.